Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient was walking to restroom at home and felt dizzy, fell and hit her head. Patient reports loss of consciousness and awakened on the floor. It was stated that there were no bruising or lvad alarms. Patient stated she felt "o.k." On admission to hospital. Her lvad device was interrogation revealed suction alarms so it was felt she was volume depleted and her diuretics were stopped. Patient status became stable and was discharged off diuretics to a rehab facility. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. (B)(4).

Event description:
It was reported from the site that the patient on (B)(6) 2014 was walking to restroom at home and felt dizzy, fell and hit her head. Patient reports loss of consciousness and awakened on the floor. It was stated that there were no bruising or lvad alarms. Patient stated she felt "o.k." On admission to hospital. Her lvad device was interrogation revealed suction alarms so it was felt she was volume depleted and her diuretics (bumex 1mg qd, aldactone 25mg qd) were stopped. Patient status became stable and was discharged off diuretics to a rehab facility.